Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functional testing. Upon investigation, the white high voltage wire on the monitor's belt receptacle was cut. The cause of the cut wire was a broken belt receptacle. The cause for the failed functional testing was the damaged wire. The root cause for the damaged belt receptacle was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged wire. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.